Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patent presented for a routine device check. Upon interrogation, it was observed the atrial lead was sensing noise. No programming changes or intervention were completed to address this issue. The patient was stable and will continue to be monitored.